Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that the reservoir will not lock in place in the reservoir compartment of the insulin pump. The customer stated they have to use rubber bands to hold the reservoir. The customer would like a replacement. The patient's blood glucose level was 125 mg/dl at the time of the call. Customer reports the drive support cap is sticking out. The customer did not return the product back for analysis.